Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient(pt) called back for help setting up new handset. Successfully paired handset with wireless recharger(wr) but when they tried to connect with communicator it keeps saying not found. They said when they toggle the bluetooth on the handset to on, it immediately turns off. Pt said this is the same issue the other handset was doing. Tried to conference health care it support services(hcit) but the call was disconnected. Called patient back and left a message to call patient and technical services(pats) back. Pt called back and repeated previous documented information. Pt was still getting the not found message when connecting the communicator to the handset. Pt also mentioned they already tried to scan the code and enter manually multiple times. Agent walked the patient through connecting to the my stim rc app. Pt said they got the not found message again. Pt said that they charged the ins this morning and the ins was at 70%. Pt mentioned that when they tried to connect the wireless recharger to the handset, they were able to connect the device. Agent had pt to reset the handset and communicator. When pt confirmed the location was on through the quick panel, but the bluetooth was turning off and on without them touching the screen even when tried to open the settings. Pt mentioned that this was the same problem that they were having with the initial handset. Agent warm transferred pt to hcit. The patient called back and stated that they had received their third handset, but it was still not connecting to the communicator and recharger. The patient repeated the same information that was previously documented and stated that the bluetooth was turning on and off automatically. The agent had the patient reset the communicator and instructed the patient to turn airplane mode on and off. Patient confirmed that the bluetooth and location were on. After that, the agent walked the patient through accessing the mystim app, but a "not found" message appeared. The agent then instructed the patient to reset both the handset and the communicator. Afterward, the agent guided the patient through the mystim app again, and the patient was able to proceed to the "setup link" screen. However, after multiple attempts and repositioning of the communicator near the ins, the "no device found" message persisted. The agent then instructed the patient to start a recharging session, but a "recharger not found" message appeared. The agent instructed the patient to reset the recharger, but the "recharger not found" message persisted. The patient noted that the recharger was connecting to the implantable neurostimulator (ins) because they were able to hear the beeping sounds and was able to charge it. The patient added that this was their third handset and that the communicator had also been recently replaced last wednesday. The patient also stated that they had no recent falls or trauma and had not gained or lost weight. The agent reviewed the information and redirected the patient to their hcp for further assistance. The agent also submitted a request to repair to replace the recharger. Patient called reporting continued issues connecting to their implant. Patient repeated previously documented information stating they have now received 4 handsets as well as a new communicator and new recharger (wr). Patient met with manufacturer representative (rep) on monday and stated after rep reset and restarted everything, they were able to connect through both the recharger application and mystimrc application. Patient stated less than 2 hours later when they got home the same issue began again. Patient stated they went outside of their house and were then able to connect through the recharger application but were still unable to connect through mystimrc. Patient reported they have had the following issues: handset screen circles on connecting, handset connects up to 57 and then freezes, device not found message, not found communicator message, no device found, and service code 301. Patient stated the bluetooth on their handset turns itself off or will stay in the on position and turn gray. Patient denied having a dual adaptor and confirmed they keep all components charged. Patient added they are still able to connect with the wr to charge their implant. Patient stated they have been able to connect through the mystimrc app on 3 occasions since meeting with rep- once after 8 attempts, once after 10 attempts, and once after 12 attempts. Patient reported these attempts were at locations other than their house. Agent advised meeting with rep in person again and have rep call technical services (tss) with clinician tablet present in attempt to resolve these ongoing issues. Patient indicated their understanding and agreement, as they stated they were approaching 9 hours of phone time assistance.